Event description:
It was reported that this pacemaker system exhibited low out-of-range (oor) pacing impedances on the right ventricular (rv) lead, measuring less than 200 ohms. A lead safety switch (lss) was also declared which switched the pace/sense configuration from bipolar to unipolar. Additionally, the rv lead exhibited an increase in thresholds and amplitude decreased. Technical services discussed possible causes and recommended to perform an x-ray however, impedances have increased to 690 ohms and the plan is to continue to monitor. At this time, the device ad rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker system exhibited low out-of-range (oor) pacing impedances on the right ventricular (rv) lead, measuring less than 200 ohms. A lead safety switch (lss) was also declared which switched the pace/sense configuration from bipolar to unipolar. Additionally, the rv lead exhibited an increase in thresholds and amplitude decreased. Technical services discussed possible causes and recommended to perform an x-ray however, impedances have increased to 690 ohms and the plan is to continue to monitor. At this time, the device and rv lead remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported this right ventricular (rv) lead also exhibited high, out-of-range right ventricular (rv) pacing impedances measuring greater than 3,000 ohms. Additionally, there was noise when programmed in bipolar and observations of loss of capture. The device is programmed off and the plan is to do a rv lead revision. At this time, the lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this pacemaker system exhibited low out-of-range (oor) pacing impedances on the right ventricular (rv) lead, measuring less than 200 ohms. A lead safety switch (lss) was also declared which switched the pace/sense configuration from bipolar to unipolar. Additionally, the rv lead exhibited an increase in thresholds and amplitude decreased. Technical services discussed possible causes and recommended to perform an x-ray however, impedances have increased to 690 ohms and the plan is to continue to monitor. At this time, the device and rv lead remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported this right ventricular (rv) lead also exhibited high, out-of-range right ventricular (rv) pacing impedances measuring greater than 3,000 ohms. Additionally, there was noise when programmed in bipolar and observations of loss of capture. The device is programmed off and the plan is to do a rv lead revision. At this time, the lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker system exhibited low out-of-range (oor) pacing impedances on the right ventricular (rv) lead, measuring less than 200 ohms. A lead safety switch (lss) was also declared which switched the pace/sense configuration from bipolar to unipolar. Additionally, the rv lead exhibited an increase in thresholds and amplitude decreased. Technical services discussed possible causes and recommended to perform an x-ray however, impedances have increased to 690 ohms and the plan is to continue to monitor. At this time, the device and rv lead remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported this right ventricular (rv) lead also exhibited high, out-of-range right ventricular (rv) pacing impedances measuring greater than 3,000 ohms. Additionally, there was noise when programmed in bipolar and observations of loss of capture. The device is programmed off and the plan is to do a rv lead revision. At this time, the lead remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received that reported this system was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher than normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. This anomaly caused a high current drain, which over time resulted in the reported clinical observations.

Event description:
It was reported that this pacemaker system exhibited low out-of-range (oor) pacing impedances on the right ventricular (rv) lead, measuring less than 200 ohms. A lead safety switch (lss) was also declared which switched the pace/sense configuration from bipolar to unipolar. Additionally, the rv lead exhibited an increase in thresholds and amplitude decreased. Technical services discussed possible causes and recommended to perform an x-ray however, impedances have increased to 690 ohms and the plan is to continue to monitor. At this time, the device and rv lead remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported this right ventricular (rv) lead also exhibited high, out-of-range right ventricular (rv) pacing impedances measuring greater than 3,000 ohms. Additionally, there was noise when programmed in bipolar and observations of loss of capture. The device is programmed off and the plan is to do a rv lead revision. At this time, the lead remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received that reported this system was explanted. No additional adverse patient effects were reported.